Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced multiple elevated blood glucose (bg) levels of up to 374 (mg/dl) for 5-6 days. Customer administered boluses with the pump and insulin injections to treat bg levels. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Reportedly, customer uses pump supplies for 2-3 days at a time and alternates between novolog and humalog insulin for every cartridge change. Customer was reminded that humalog is indicated for use of up to 48 hours. Contact indicated that they will contact their health care provider to discuss diabetes management.